Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
Related to (B)(4). The hospital reported that the vasoview hemopro 2 cautery stopped working at the start of a radial case. It shut off prematurely. The device was not able to be reactivated again after releasing and reengaging the toggle. A new kit was opened to finish the case. No troubleshooting steps were taken. Power setting at 3. There was an audible beep from the power supply during activation when the difficulty cutting branches occurred. Both of the lights on the power supply were illuminated. The toggle was fully slid backwards to deliver energy to the jaws. A click was felt indicating activation of the device. There were no attempts to change out the hemopro power supply and/or the adaptor cable. No patient harm. There was no delay.